Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined, the frequency of the alarms reportedly decreased after adjusting the device speed and the patient¿s volume and blood pressure were optimized. The controller event log file contained events from (B)(6) 2025 and (B)(6) 2025. Low flow hazard alarms were captured intermittently throughout the log file when the estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure, cardiac arrhythmia, and hypertension, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 6 also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Further, this section states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for frequent low flow alarms. An echocardiogram was completed without obvious concern for pump dysfunction/outflow obstruction. The log files were submitted for review. It appeared that there were numerous low flow events on (B)(6) 2025. There do not appear to be any type of mechanical circulatory support (mcs) equipment issues causing these events. It also appeared that the system controller date was changed from (B)(6) 2025. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended. Leading suspicion for low flow was possibly related to ongoing a-flutter and hypertension. The patient underwent ramp echo on (B)(6) 2025 noted significant right ventricular (rv) dysfunction and tricuspid valve regurgitation (tr) likely cause of intermittent low flow alarm, rpm decreased to 5000, and hematocrit (hct) decreased as well. Ep consulted for assistance with atrial flutter. The patient underwent successful cardioversion on (B)(6) 2025. The low flow alarms resolved via cardioversion and blood pressure control. At the time the low flows originally occurred the patient had syncopal event on the way to the emergency department (ed). The echocardiogram results had no evidence of intracardiac thrombus at time of study. Successful cardioversion from the atrial fibrillation to normal sinus rhythm with single biphasic shock (300 60j). The heartmate 3 left ventricular device (lvad) physiology showed no gross evidence of left ventricular assist device malfunction. Moderately reduced native left ventricle (lv) systolic function (estimated 30 to 35%). There was biatrial enlargement. Status post transcatheter aortic valve replacement (tavr) that remains closed throughout cardiac cycle without significant regurgitation. Also, moderate rv enlargement/dysfunction. Plan of care is to monitor blood pressure and any reoccurring arrythmia. Due to cardioversion bridge for 1 month post cardioversion lovenox 1 mg/kg bid if needed and patient to be seen in clinic next week it was also reported, the low flow alarms were likely related to a combination of hypertension and low left ventricular volume in part due to severe rv dysfunction. The alarms decreased in frequency. Speed adjusted during echo, volume and blood pressure optimized. Echo and cta chest completed with no obvious signs of outflow graft stenosis. The patient was asymptomatic. Notable results from echo were severe rv dysfunction, severe tr, mild septal flattening and a small lvedd 3.7cm. The patient stable and discharged home.